Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "restart while trying to use" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump restarted while trying to use during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.